Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 36 mg/dl at the time of incident. The customer treated her low blood glucose with fruit and yogurt. The customer also reported a lost sensor alarm. Troubleshooting found that the insulin pump received motor error alarm and no delivery alarm. The customer was not able to troubleshoot at the time of call. The insulin pump will not be returned for analysis.